Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07/08/2019. (B)(4). The manufacturer's field service engineer (fse) confirmed the reported air inlet filter blocked issue. The (fse) replaced the clogged air inlet filter to address the reported problem. After replacement of the filter the v60 cycled for a while and the error message didn't appear anymore. The unit successfully passed the required performance verification test.

Event description:
The customer reported error code, air inlet filter was blocked. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.